Manufacturer narrative:
(B)(4). Device is combination product.

Event description:
It was reported that during a stenting treatment procedure balloon withdrawal resistance and a shaft break occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). Rotational atherectomy was performed and then the lesion was predilated with a 2.5x15mm non bsc balloon. A 3.00x38mm taxus liberte long stent delivery system (sds) was then advanced to the lad. When the physician inflated the stent delivery balloon, the balloon did not inflate well in the calcified location, and the stent was malpositioned. When the physician attempted to withdraw the sds, the stent delivery balloon became stuck in the deployed stent. The physician attempted to remove the sds by pushing and pulling the device and during the attempt the shaft fractured near the guide wire exit port. The physician attempted to remove the fractured portion of the device with a snare, which was unsuccessful. The physician then performed a thoracotomy followed by a coronary artery bypass (CABG), successfully removing the fractured portion of the device. No additional patient complications were reported and the patient is currently in the ICU on an intra-aortic balloon pump (iabp).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a monorail taxus liberte stent delivery system (sds) with no original packaging or other devices. There was blood and contrast in the guide wire lumen. The balloon was in the deflated state. The hypotube was separated 6 cm from the hub. There was a kink in the hypotube 3.5 cm from the proximal edge of the hypotube separation. There was a slit in the outer shaft from the wire exit notch extending distally 0.9 cm. The midshaft was separated 26.5 cm from the tip. The fracture surfaces are consistent with a fracture due to tensile overload. There were shaft kinks and twisting 11, 11.5, and 12 cm from the tip. The device presented no evidence of any material or manufacturing deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure balloon withdrawal resistance and a shaft break occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). Rotational atherectomy was performed and then the lesion was predilated with a 2.5x15mm non bsc balloon. A 3.00x38mm taxus liberte long stent delivery system (sds) was then advanced to the lad. When the physician inflated the stent delivery balloon, the balloon did not inflate well in the calcified location, and the stent was malpositioned. When the physician attempted to withdraw the sds, the stent delivery balloon became stuck in the deployed stent. The physician attempted to remove the sds by pushing and pulling the device and during the attempt the shaft fractured near the guide wire exit port. The physician attempted to remove the fractured portion of the device with a snare, which was unsuccessful. The physician then performed a thoracotomy followed by a coronary artery bypass (CABG), successfully removing the fractured portion of the device. No additional patient complications were reported and the patient is currently in the ICU on an intra-aortic balloon pump (iabp).